Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent damage occurred. The 100% stenosed target lesion was located in the mildly calcified and mildly tortuous proximal right coronary artery (rca). A 38 x 3.50 promus premier¿ stent was selected to treat the lesion. During the procedure the physician deployed the stent in the ostial of proximal rca and post dilation was performed. It was noted that the stent was fully apposed to the vessel wall. After deployment, it was noted that the proximal part of the stent was deformed in the direction of the long axis around the guiding catheter. It was believed that the unknown guide catheter bumped the stent and caused the deformation. A non bsc stent was deployed in the shortened stent area in an overlapping manner to cover the lesion. The procedure was completed, no patient complications were reported and the patients' status is good.